Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the device was cleaned regularly according to the instruction for use (if'u). During follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operation room during use approximately 5-6 meters from the surgical field, with the fan directed towards the operation room ventilator. The customer reported that the unit is currently only used in emergency cases and they plan to return the device for another deep disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t became recontaminated with mycobacterium chimaera several months after returning to the customer following deep disinfection. There is no known patient involvement.

Manufacturer narrative:
The type of report was erroneously left blank in the first follow-up report, submitted november 3, 2017. The type of report should have been indicated as "additional information."

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Corrective actions are in progress for this issue.